Manufacturer narrative:
Event date: aware date used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. At the routine 45-day follow-up appointment, a thrombus was observed on the closure device. The physician believed the patient was not compliant with their oral anticoagulation regimen. The medication regimen was updated, and the patient is expected to return for future follow-up imaging.